Event description:
The patient reportedly has a post operative infection. The patient was taken to the operating room where the surgeon drained the infection and noted that the cochlear implant may have slipped out from the original placement. In 2005 the patient's device was explanted.